Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 catalog number removed, d4 primary UDI number updated. Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, and patient/circuit impedance testing without duplicating the report. An internal inspection found no discrepancies. The battery used in the event was not returned for evaluation. The device is not recertified. Review of the device activity logs did not show evidence of the reported event. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.